Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 380mg/dl at the time of the incident. The customer reported that the end of the pump where the reservoir slot end is missing and it pops out the reservoir and does not stay in. The customer reported that the o-ring is missing. The troubleshooting for the high blood glucose was not offered. The insulin pump will not be returned for analysis.